Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Bas sales representative contacted field assurance for assistance with a customer who uses a sr vision ii and sherlock 3cg sensor. The PICC nurse has reported that there has been an incident of a PICC being placed too deep. They are reporting that the p-wave always has a negative deflection and that they are having to pull the PICC line back when x-rays are completed. They continued to keep using the ultrasound and sherlock sensor.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of incorrect readings was unconfirmed because the problem could not be reproduced. A bas technical support engineer visited the facility to observe placement procedures. It was observed that the users were placing the red ECG lead high up on the patient's left side. After providing feedback to the users, there were no other reported issues with PICC placement. Physical evaluation of the sample returned to servicing facility (qualitel) was unable to confirm or reproduce the reported issue. As a result, the root cause is inconclusive, but may be related to user placement location of the red ECG lead during the PICC placement procedure.

Event description:
Bas sales representative contacted field assurance for assistance with a customer who uses a sr vision ii and sherlock 3cg sensor. The PICC nurse has reported that there has been an incident of a PICC being placed too deep. They are reporting that the p-wave always has a negative deflection and that they are having to pull the PICC line back when x-rays are completed. They continued to keep using the ultrasound and sherlock sensor.